Event description:
One chiller inside the laser system had water leakage and did not work. We are unaware about delay on treatment or patient injury.

Manufacturer narrative:
Water leakage from hose external to the chiller.